Manufacturer narrative:
A bci field service engineer (fse) found the wash collar tubing was getting too tight and will not allow the wash collar to return to the correct position. This will cause blood splatter at the stm area. The tubing coil is getting caught and pulls the wash collar tubing too tight. This causes misalignment of the probe to wash collar fse rerouted the tubing. A clamp was added to dress coiled tubing. This stopped the tightness of the tubing. Fse stated that the movement of single tube presentation station was causing the tubing coil to catch and be stretched which in turn caused the wash collar to be raised up.

Event description:
A customer contacted beckman coulter inc (bci) to report blood splattered over the stm (specimen transport module) area. The operator was wearing a lab coat and gloves. No contact to mucous membrane broken skin. No one sought medical attention. No death, injury or change to patient treatment as a result of this incident.